Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No stuck button noted. The insulin pump has broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported her insulin pump has a crack around the battery compartment and the up button is malfunctioning. The up button gets stuck and the numbers continue scrolling. Customer's blood glucose was 50 mg/dl. She treated with food. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.